Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that rough or unclean edge was observed on model pcb00 monofocal iol (intraocular lens). There were no issues with the procedure as there was no patient injury nor adverse issues reported. It was also noted that the doctor was monitoring the situation and doctor had 4 similar cases since the middle of (B)(6) 2018. Product will not be available for investigation as it remains implanted. No additional information provided.